Manufacturer narrative:
Product analysis: the product remains implanted therefore no product analysis can be completed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 34 mm transcatheter bioprosthetic valve at 80% deployment the initial valve at an appropriate depth. Upon release, the valve moved into the ventricle to a very deep implant position resulting in severe paravalvular leak (pvl). Post-implant balloon aortic valvuloplasty (bav) was performed with no pvl improvement. A second valve 34 mm transcatheter valve was implanted successfully at a higher depth with improvement in pvl. It was reported, that a large annulus had likely contributed to the dislodgement. No additional adverse patient effects were reported.